Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized due to catheter insertion procedure and diagnosed with peritonitis while hospitalized. It was reported that hospitalization was prolonged due to peritonitis. The same day as peritonitis diagnosis, the patient was treated with vancomycin (1gm, every 5th day, intraperitoneal, ongoing) and ceftazidime (1gm, once daily, intraperitoneal, ongoing). Fifteen days after event onset, the patient was treated with amikacin (250mg, at bed time, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information was available.